Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012927909 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Electrical continuity test revealed an open loop on the electrode #8 wire. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, broken electrode #8 wire(s) was observed. In conclusion, the reported issue (egm noise) was confirmed through testing. The catheter failed the return product inspection due to a broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an alleged product issue occurred when the electrocardiogram became noisy on electrodes eight-nine during the last applications of the right inferior pulmonary vein. The catheter interface (ci) cable was reconnected on both sides and then replaced, but these actions did not resolve the issue. The catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.